Manufacturer narrative:
The tech replaced the scale power control board and the issue remained. The tech found the communication cable pins are damaged due to abuse. Communication cable- hhe 2013-00i was initiated and complaints were reviewed and no further action deemed necessary. This is related to damaged or disconnected communication cable causing side com issue for a-j beds. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the nurse call does not function. The bed is located in the accounts basement storage area. There was no patient/user injury reported. The report was filed in our complaint handling system as complaint number: (B)(4).